Event description:
It was reported that the right ventricular lead exhibited loss of capture. The threshold were found to be at 6.5 v at 1 ms on (B)(6) 2013. The patient would be brought into clinic for further evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.